Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019. Explant date: (B)(6) 2019.